Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13249, 1627487-2021-13250, and 1627487-2021-13251. It was reported that the patient had an infection at the lead site and as a result, the system was explanted on jan 27, 2021. The infection is resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.